Event description:
Per the clinic, the patient sustained an impact to the head (specific date not reported), resulting in a loss of osseointegration and fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This fixture is not available for analysis. (B)(4).